Event description:
Elderly male with history of type 2 diabetes, prostate cancer, atrial fibrillation, chronic kidney disease, admitted with pelvic abbess. During a drainage procedure, a uresil drain bag was connected to the drain and no suction was being held, doctor inspected the bag and felt like there is a hole in the bag somewhere. A new drain bag was connected, and suction was held with no issue, procedure was completed without any further issue.